Event description:
This was a new item taken from sterile pack. The item appears used. The very end of the catheter is discolored and hole on side of catheter looks plugged. All products with this lot# were removed from service. One other catheter was opened, and it had the same defect. There are pictures available for investigation, upon request.